Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white and brown particles in outer surface and one opening curved in radius. A leak test was performed which identified two openings on the device. Microscopic analysis was performed which identified: one opening curved in radius and one opening curved in anterior side displayed striated edge consistent with the use of a surgical tool. Based on the device analysis the final assessment is: one opening due to surgical damage.

Event description:
Healthcare professional reported right side "device leakage" upon time of implant. A replacement device was used.

Event description:
Healthcare professional reported right side "device leakage" upon time of implant. A replacement device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: preliminary product examination: prior to use, examine the tissue expander for leakage by partially filling with sterile saline for injection and gently compressing. To avoid missing any leaks due to hand position, reposition the tissue expander several times and repeat the inspection. If satisfactory, aspirate all sterile saline and air from the inspected tissue expander, return the expander to the inner thermoform tray and cover it with the lid until implanted to prevent contact with airborne contaminants. Do not implant any device that appears to have particulate contamination, nicks or leaks. A sterile back-up tissue expander must be readily available at the time of surgery.

Event description:
Healthcare professional reported right side "device leakage" upon time of implant. A replacement device was used.